Event description:
Patient (B)(6). It was reported that suture placement in the right common femoral artery was done with two perclose proglide devices using the pre-close technique via a 7f sheath hole prior to an interventional transcatheter aortic valve replacement (tavr) procedure. The sheath was upsized to a 14f sheath and the tavr procedure was completed. There was a mild extravasation so a 6f non-abbott device was deployed to achieve hemostasis. Reportedly a hematoma formed which required manual pressure prior to leaving the procedure. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. The patient effect of hemorrhage and hematoma are listed in the proglide instructions for use (IFU) as potential adverse events associated with use of the vessel closure devices. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that contribute to failure to achieve hemostasis include, but not limited to, poor or partial tissue capture, air knot. The subsequent treatment appears to be related to procedure circumstance. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: a partial UDI was provided as the lot number is not known.